Event description:
Reporter alleged obtaining a discrepant blood glucose result of 190 mg/dl on the advantage system compared back to back with a result of 95 mg/dl on the hospital's meter when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that he was on an IV while at the hospital and that they did treat him with his normal 50 units of 70/30 insulin and 1000 mg of metformin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.